Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer stated that does not know of the amount of insulin added into the cartridge.